Manufacturer narrative:
One device was returned for analysis. Functional and visual tests were performed, and the reported issue was duplicated. However, visual inspection found latch lock flex sensor. This indicated a reportable malfunction based on the latch lock flex sensor. The cause of the reported issue was a latch lock flex sensor. The latch lock flex sensor was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
The device was returned for because it did not recognize the key. During physical inspection, it was found that there was a latch lock flex sensor. The event happened during testing. There was no patient involvement, no patient injury was reported.